Event description:
An overdelivery of ripivocaine (concentration unknown) occurred during pt use. Bt stated that the health professional (hp) stated that the pump was programmed to deliver 5 cc per hour, when the hp returned one hour later, the pump had delivered 8 hrs of medication. The physician ordered the pt not use the medication for an unknown amount of time, then resumed treatment on a different pump for an unknown prescribed amount time. There was no pt injury reported. The history of the device has been cleared. The tubing and syringe were not saved and lot numbers are not known.

Manufacturer narrative:
The customer's reported condition of overinfusion was not duplicaed or confirmed. The device passed all visual and functional tests prior to customer return.